Manufacturer narrative:
(B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for elecsys troponin t stat assay (troponin t stat) on a cobas 6000 e 601 module. The initial troponin t stat result was 0.578 ng/ml. The repeat result was 0.01 ng/ml with a data flag. The patient was admitted to the hospital but no treatment was received. No adverse event occurred due to the device. The troponin t stat reagent lot number was 273497. The expiration date was not provided. The customer declined a service visit because they think the problem is related to a pre-analytical issue. The customer thinks the fixed head centrifuge is causing the incorrect results. He believes it is spinning up the side of the sample tube and if there is a clot, this is getting spun up the side of the tube. The customer is now repeating all patient samples tested for troponin t stat.

Manufacturer narrative:
No issues were identified during a review of the customer's alarm trace, calibration, qc and instrument performance test data. Based on the information provided, the investigation was unable to find a definitive root cause.

Manufacturer narrative:
The customer has replaced the fixed head centrifuge with a swinging bucket centrifuge and is spinning the samples longer but the issue has not been solved.